Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had noise episodes that had caused an inappropriate shock, and high out of range shock impedances greater than 125 ohms. The noise was reproducible with isometrics. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device passed all incoming tests. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the noise or impedance issues.